Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation observed a broken tube extension. The tube extension was found to be broken and missing a 0.207 x 0.321 piece at the proximal clevis interface. The clevis was dislodged from the tube extension. The tube extension fractured was located next to one of the keys that mates with the proximal clevis. Failure analysis concluded that damage was likely due to mishandling. An additional observation not reported was the instrument reinforcement ring torn. The proximal tube reinforcement ring exhibited a small tear. Failure analysis concluded that damage was likely due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. An additional observation not reported was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were approximately 0.043 - 0.191 in length in length and were not aligned with the tube axis. The customer reported complaint does not itself constitute a reportable event; however, the main tube damage with material removed, found during failure analysis could likely cause or contribute to an adverse event if to reoccur.

Event description:
The monopolar curved scissors instrument was used during a da vinci surgical procedure but no description of the issue was provided. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.